Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-15461, 1627487-2013-15462, 1627487-2013-15463. It was reported the patient has experienced painful heating at his ipg site 3-4 times since being implanted. The heating does not occur while charging. Patient indicates when heating occurs the stimulation shuts off on its own. Patient uses an ice pack to cool the site and then turns stimulation back on. The sjm representative performed diagnostics which revealed low impedances. The patient is to meet with the sjm representative again as the next course of action.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.